Event description:
The customer reported that the unit has a constant "speaker malfunction" error message. It is unknown if the speaker produced any sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone number: (B)(6). Analysis was performed by a philips bench repair technician at an authorized philip bench repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to have sound, it was replaced per current process and the unit was returned to the customer. Based on the information available in the case and the testing conducted, the evaluation could not replicate the reported issue. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.